Manufacturer narrative:
Updated data: h6 image review: pre-implant computed tomography (CT) imaging was provided. Image quality appears to be suboptimal with noise artifact/grainy imaging. Possible ventricular septal defect (vsd) noted. Perimeter and perimeter derived diameters are 75.7 millimeter (mm)/24.1 mm suggesting a 29 mm evolut. Calcification seen on all leaflets and sinotubular junction (stj). Aortic root angle is approximately 46 degrees. Intra procedural fluoroscopic images were provided for review of the event description. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. The first deployment attempt resulted in a depth >5mm thus a recapture was warranted. There is evidence of at least one recapture and subsequent deployment depth appeared to be shallow, just about 1mm on the non-coronary cusp. Of note, medtronic recommends a target depth of 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. As listed in the instructions for use (IFU), bioprosthesis implant depth <(><<)>1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Despite the shallow depth, the valve was released but appeared stable im mediately post release. In the same imaging projection, and after the delivery catheter system was removed, the valve appears to have moved aortic. The dislodgment event was not captured thus it is not possible to determine if the delivery catheter system interacted with the valve resulting in the aortic dislodgement or it was due to a different cause. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was left in place and no further percutaneous intervention was attempted. It was reported the patient was converted to surgery to explant the dislodged valve. As stated in the IFU, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include but are not limited to emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, the valve was deployed at a shallow depth, about 1mm on the non-coronary cusp (ncc). The target depth is 3mm, and a recapture is recommended for depths less than 1mm. This shallow depth is a potential contributing factor towards the dislodgement. The valve appeared stable after release, but appears to have moved aortic after the dcs removal. Interaction with the dcs is another likely contributing factor towards the dislodgement. Dislodge events are typically not related to a device malfunction. In this event, it was reported that the procedure was converted to open heart surgery to remove the valve, and a non-medtronic valve was implanted. No additional adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, following pre-dilation with a 24 millimeter (mm) non-medtronic balloon, the first attempt was made to implant the valve, but it was noted to be too deep. The valve was recaptured and a second deployment attempt was made. The surgical team decided to release the valve at a high position on the non-coronary cusp (ncc) and described that the valve then moved after release from the delivery catheter system (dcs) into the aorta. The surgical team decided to convert the patient to open heart surgery to remove the valve. A non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29, (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre-implant balloon dilatation was not performed prior to the transcatheter valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.